Manufacturer narrative:
It is well publicized that revision surgeries are commonly required after primary spinal fusion surgery. In this case, progression of the underlying disease led to the need for a removal and revision surgery. The genesys spine implants are not believed to have contributed to the progression of the disease as they were found to be fully intact and the patient had fused at all levels previously treated.

Event description:
On (B)(6) 2013 a patient underwent a four-level lumbar fusion at l2-l3, l3-l4, l4-l5, and l5-s1. On (B)(6) 2018 the patient underwent removal and revision surgery to extend the construct due to progression of the underlying disease. At the time of the removal and revision, the pedicle screws were found to have performed as intended. The patient had fused properly at all four levels initially treated. The original tilock hardware was removed and replaced and the construct was extended four more levels to t10.